Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been having issues with their jaw alignment, had tooth extractions and throat issues. Patient said their dentist advised them their chipped tooth is due to aligners and said to stop treatment. Requested letter of recommendation. At check in patient marked true to infection, inflammation, jaw discomfort, and crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.